Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they passed out. They inquired if there was information stored on their implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.